Event description:
This pt underwent a decompression surgery to repair a lateral recess stenosis at l2-l3 and l3-l4 in which adcon gel was used. No dural tears were identified during surgery. The pt suffered headaches at two weeks post-surgery. A MRI revealed a pseudomeningocele. The pt underwent reoperation where the wound was following the re-operation, the pt developed a csf leak from the wound. This event was successfully managed with a percutaneous catheter for drainage and bedrest. The pt recovered without sequele.